Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated and exhibited "unknown parameters." Asynchronous pacing in doo mode was observed.